Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus ¿ embedded, in wall (one of them)"), pelvic pain ("chronic pelvic pain, pain"), uterine abscess ("myometrial abscess") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 38-year-old female patient who had essure (batch no. 731586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass, hypertension and hyperlipidemia. Concurrent conditions included overweight, fibroids and cholecystectomy since 2011. Concomitant products included iron since 2010 for anemia as well as cyanocobalamin-tannin complex (b12) since 2010, ibuprofen from 2010 to 2017, indometacin (indocin) from 2010 to 2017 and solpadeine (tylenol with codein #3) from 2010 to 2017. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and coital bleeding ("post coital bleeding"). In 2012, the patient experienced nausea ("nausea"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), uterine abscess (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and muscle spasms ("leg cramps"). The patient was treated with surgery ((B)(6) 2017-hysterectomy with bilateral salpingectomy), surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine abscess, vaginal haemorrhage, abdominal distension, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, weight increased and muscle spasms outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, female sexual dysfunction, nausea, dysmenorrhoea, alopecia and coital bleeding had resolved. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2017: CT of abdomen and pelvis with contrast. Impression: hypodense expansion of the cervix nonspecific . Recommend correlation with speculum exam and pelvic ultrasound to exclude underlying mass, -- surgically absent gallbladder. Intra and extrahepatic biliary ductal dilatation with the cbd measuring up to 13 mm is more than expected for post cholecystectomy state. If there is· clinical or laboratory suggestion of biliary obstruction , mr imaging can be performed for further evaluation. Concerning the injuries reported in this case, the following one/ones were reported via medical record:uterine /myometrium abscess. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2010. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), bladder infection, urinary tract infection, apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, migration of essure device location of device: uterus ¿ embedded, in wall (one of them), nausea, dysmenorrhea (cramping), fatigue, weight gain, hair loss, post coital bleeding and leg cramps added. On (B)(6) 2018: fu1 and fu2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus ¿ embedded, in wall (one of them)"), pelvic pain ("chronic pelvic pain, pain"), menorrhagia ("abnormal bleeding(menorrhagia)") and uterine abscess ("myometrial abscess") in a (B)(6) year-old female patient who had essure (batch no. 731586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass, hypertension, hyperlipidemia and obesity. Concurrent conditions included overweight, fibroids, cholecystectomy since 2011 and anemia. Concomitant products included iron since 2010 for anemia as well as cyanocobalamin-tannin complex (b12) since 2010, ibuprofen from 2010 to 2017, indometacin (indocin) from 2010 to 2017 and solpadeine (tylenol with codein #3) from 2010 to 2017. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue") and weight increased ("weight gain").in (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and coital bleeding ("post coital bleeding"). In 2012, the patient experienced nausea ("nausea"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine abscess (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), muscle spasms ("leg cramps") and vaginal infection ("vaginal infection"). The patient was treated with surgery ((B)(6) 2017-hysterectomy with bilateral salpingectomy), surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) and surgery (endometrial ablation.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine abscess, vaginal haemorrhage, abdominal distension, bladder disorder, urinary tract disorder, fatigue, weight increased and muscle spasms outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, cystitis, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, alopecia, coital bleeding and vaginal infection had resolved. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion (B)(6) 2017: CT of abdomen and pelvis with contrast impression: hypodense expansion of the cervix nonspecific . Recommend correlation with speculum exam and pelvic ultrasound to exclude underlying mass, -- surgically absent gallbladder. Intra and extrahepatic biliary ductal dilatation with the cbd measuring up to 13 mm is more than expected for post cholecystectomy state. If there is· clinical or laboratory suggestion of biliary obstruction , mr imaging can be performed for further evaluation concerning the injuries reported in this case, the following one was reported via medical record:uterine /myometrium abscess. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal infection, event outcome of vaginal infection, urinary tract infection, bladder infection updated to recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: uterus ¿ embedded, in wall (one of them)"), pelvic pain ("chronic pelvic pain, pain"), menorrhagia ("abnormal bleeding(menorrhagia)") and uterine abscess ("myometrial abscess") in a 38-year-old female patient who had essure (batch no. 731586) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass, hypertension, hyperlipidemia and obesity. Concurrent conditions included overweight, fibroids, cholecystectomy since 2011 and anemia. Concomitant products included iron since 2010 for anemia as well as cyanocobalamin-tannin complex (b12) since 2010, ibuprofen from 2010 to 2017, indometacin (indocin) from 2010 to 2017 and solpadeine (tylenol with codein #3) from 2010 to 2017. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and coital bleeding ("post coital bleeding"). In 2012, the patient experienced nausea ("nausea"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine abscess (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal discharge ("discharge"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), muscle spasms ("leg cramps") and vaginal infection ("vaginal infection"). The patient was treated with surgery (B)(6) 2017-hysterectomy with bilateral salpingectomy) and surgery (endometrial ablation.). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine abscess, vaginal haemorrhage, abdominal distension, bladder disorder, urinary tract disorder, fatigue, weight increased and muscle spasms outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, vaginal discharge, dyspareunia, cystitis, urinary tract infection, female sexual dysfunction, nausea, dysmenorrhoea, alopecia, coital bleeding and vaginal infection had resolved. The reporter provided no causality assessment for uterine abscess with essure. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, muscle spasms, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 175 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; (B)(6) 2017: CT of abdomen and pelvis with contrast. Impression: hypodense expansion of the cervix nonspecific . Recommend correlation with speculum exam and pelvic ultrasound to exclude underlying mass, -- surgically absent gallbladder. Intra and extrahepatic biliary ductal dilatation with the cbd measuring up to 13 mm is more than expected for post cholecystectomy state. If there is· clinical or laboratory suggestion of biliary obstruction , mr imaging can be performed for further evaluation. Concerning the injuries reported in this case, the following one was reported via medical record:uterine /myometrium abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and uterine abscess ("myometrial abscess") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine abscess (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal discharge ("discharge") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine abscess, abdominal pain lower, abdominal distension, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, pelvic pain, uterine abscess and vaginal discharge to be related to essure. Company causality comment: incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.